Event description:
On (B)(6) 2012, the pt had elevated blood glucose levels in the morning and administered a bolus of insulin via the infusion device. The 2 hours later the blood glucose level was 18.0 mmol/l (324 mg/dl). The pt spoke to his diabetes nurse and she advised him to administer insulin via injection. Following that, the pt's blood glucose level was 24.0 mmol/l (432 mg/dl). The pt was hospitalized for 3 days. Additional information has been requested, but is not available at this time. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.